Event description:
The customer reported that unit was going vent inop. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic log noted an inhalation autozero failure occurrence during post, followed by a vent inop and system restart. An autozeroing failure may affect the accuracy of the system pressure measurement during use in normal ventilation mode. The manufacturer's service technician was unable to duplicate the reported problem. The service technician replaced the sensor pcb board to address the finding. Performance verification testing was completed and tests passed per operating specifications.